Event description:
This rv lead was implanted on (B)(6) 99. During device change out procedure on (B)(6) 12, this rv lead was plugged into the lv port of the new device due to patient's anatomy. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).